Manufacturer narrative:
(B)(4). The field service specialist (fss) inspected the signature system at the customer location and confirmed the reported issue. The surgery center was supplied with a loaner system. The loaner system was installed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) appeared and the whitestar signature system could not be started up. It was reported that the system shut down occurred during the surgery preparation (before the operation), prior to patient involvement. Through follow up, it was confirmed that the system regained by re-starting it and that the operation was completed safely with no patient injury no delay.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the cable assembly, modified ethernet, printed circuit board and network adapter to resolve issue. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.